Event description:
The customer reported the device does not have power - does not turn on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device does not have power - does not turn on. There was no reported pt involvement. The philips field service engineer evaluated the device and confirmed the device did not turn on. The fse found the power pca failed. The power pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.